Event description:
It was reported that the atrial lead exhibited intermittent under sensing with false classification and or termination of an atrial arrhythmia. No other information was provided. The lead remains in service. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.